Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
The ICD was explanted because it had reached eri in about 13 months. The rv lead was also explanted due to loss of capture. They were both replaced with similar devices. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.